Event description:
Pump declared a cartridge change error. There was no adverse impact to the customer's blood glucose level. Customer was instructed by technical support to inspect the o-ring and the pneumatic tap area, clean with an alcohol wipe, and complete the load process on the pump. Caller successfully loaded the cartridge and resumed insulin therapy.